Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huaq1229 showed no other similar product complaint(s) from this lot number.

Event description:
On 1/27/17 - per medwatch form, facility reported that the peg migrated out of its internal position on day 5, post placement. The placement was confirmed visually using a scope to ensure the gastric bumper was in place, following the application of the external bumper. The tube was well anchored externally, the external placement was not mobile. Patient was receiving plasmapheresis and had fluid weight gain during this time. The nurse did not report any tugging or pulling on the line during care. Tube feeds were not started until day 3. Patients upper extremities are very limited due to transeverse myelitis. No patient injury was reported.